Manufacturer narrative:
Section h6 (patient code): additional information. This report captures the event of death and the summary of the events of serious injury were reported under manufacturer report number 2916596-2020-04743. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (driveline infection and death) cannot be conclusively determined through this investigation. The study reported that driveline infection is a major cause of morbidity and mortality of left ventricular assist device (lvad) therapy, and wished to study the long-term outcome based on treatment on patients implanted with lvads after a driveline infection diagnosis. A total of 593 patients implanted with lvads (371 heartmate ii, 160 heartmate 3, and 62 heartware) from february 2009 to may 2019 were included in the study. The study was divided into four eras based on driveline care strategy: era 1: original care (january 2009 to march 2011); era 2: standard dressing kit (april 2011 to march 2016); era 3: marking of driveline exit site prior to implant (april 2016 to june 2017); era 4: strict no shower policy (july 2017 to end of study). The study revealed that 85 patients incurred a driveline infection at a median of 357 days after lvad implantation. Era 1 had the highest rate of occurrence of driveline infection. Fifty-eight of the driveline infection patients were treated with antibiotics alone and 27 required additional surgical debridement at a median of 42 days after driveline infection diagnosis. At the end of the follow up, 18 of the driveline infection patients remained ongoing on support, 40 were transplanted, and 27 died. The study concluded that survival in lvad patients who develop a driveline infection is reduced, particularly in those who require surgical intervention. The heartmate 3 left ventricular assist system instructions for use lists death and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿driveline infection in lvad patients: effect of era, pump type and treatment strategy¿ identifying that the heartmate 3 is related with driveline infection, transplant and death. From 593 patients evaluated on this study, 10% (62) were implanted with hm3 and 90% with another vad support. A total of 14.3% experienced driveline infection. The three most common organisms were mssa (35%), p. Aeruginosa (18%), s. Marcescens (10%). A total of 60% were treated with antibiotic alone and 32% required additional surgical debridement. At the end of follow up 32% died. At the end of follow up post-surgical debridement patients, 13 patients died. The device implant date, serial number and patient information are unknown. No further information was reported.